Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. One opened 2.2 db clearcut hp2 slit knife, in a protector tray was received for the report of knife did not cut. The returned sample was visually inspected and was found conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the parent file was reviewed by the manufacturing site. Photo shows a label with reported lot number. Reported issue cannot be confirmed from photo. The returned opened sample was found to be visually and functionally conforming, therefore knife did not cut as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available and has been received by local vigilance representative. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery of a female patient an ophthalmic surgical knife did not cut. The surgery was completed on the same day. No patient impact was reported.